Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6)-2012: the patient underwent a CT of the lumbar spine without contrast due to back pain. Findings: there are changes of prior left s1 superior facetectomy. Anterior and posterior fusion has been performed at l5-s1 using interbody graft material and bilateral paraspinal rods and pedicle screws. There is no evidence of hardware failure or loosening. No periprosthetic fracture seen. Disk graft material is well incorporated with increased mineralization along the posterior disk space. Alignment remains near-anatomic. Mild bilateral bony neural foraminal narrowing is present secondary to posterior vertebral body osteophytes and increased annular calcification. There is focal osteopenia within the inferior central l5 vertebral body, which was not present on the prior study and may represent trabecular remodeling due to the adjacent interbody graft material. There is no corresponding finding on the most recent MRI. Vertebral body heights are maintained. Disk spaces from t12-l1 through l4-5 are normal. No significant bony neural foraminal or spinal canal stenosis is seen about the l5-s1 level. Sacroiliac joints are maintained. No paraspinal soft tissue abnormality is evident. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4)